Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the center of the bag. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured from september 01, 2019 - september 03, 2019. H10: the actual sample was received for evaluation. Unaided visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a leak from the front top seam of the bag at the lower right of the hanger hole. Additional visual inspection with magnification observed a small tear at the top seam at the lower right of the hanger hole in front of the bag. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.